Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medstaion fridge bin 1.3 and 2.1 not unlocking due to software malfunction. A field service engineer used diagnostics to lock and unlock both bins to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the 3ak refrigerator bins 1.3 and 2.1 failed to unlock, prevented user from accessing medications. This issue resulted in delay to patient care. There were no adverse events or injuries reported based on this event.